Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous right coronary artery (rca). A 6f non-bsc guide catheter was used to access the target vessel. The lesion was predilated with a 2.25x15mm apex balloon. A 3.5x32mm taxus liberte stent delivery system was advanced but was unable to cross the lesion. Two guide wires were used and further predilation was performed with a 2.25x15mm apex balloon. The 3.5x32mm taxus liberte was advanced again, but it still was not able to cross the lesion. It was noted that the distal part of the stent strut was lifted. The device was exchanged for a 3.0x32mm taxus liberte. A guide wire was advanced into the right ventricular branch and the 3.0x32mm taxus liberte stent was deployed in the target lesion using an "anchor balloon technique". A 3.0x15mm promus stent was implanted proximal to the taxus liberte stent and the procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).